Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service repair, the cardiosave intra-aortic balloon pump (iabp) the cart top was loose from wheel base. There was no patient involvement.

Manufacturer narrative:
Additional point of contact: contact person name: (B)(6). A getinge field service engineer (fse) stated during service repair noticed cart top loose from wheelbase. To resolve issue he has repaired the mentioned part.

Event description:
N/a.